Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. There was no report of hospitalization. On the day of peritonitis diagnosis, the patient was treated with vancomycin injection (2g/ stat/ intraperitoneal/ one dose) and meropenem injection (500mg/ stat/ intraperitoneal/ one dose) and meropenem injection (250mg/ twice a day/ intraperitoneal/ one day). At the time of this report, the patient was recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.